Event description:
The device was implanted in 12/97 as part of a spinal fixation construct. The device reportedly became disassociated from the construct in march/april 1998. Revision surgery was performed in 9/98 to remove the device and construct.